Event description:
The customer reported a pacer malfunction. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a pacer malfunction. There was no report of pt involvement. The device was evaluated at philips, but the symptom could not be verified. The device passed testing and was returned to the customer. Based on the customer's report we are considering this a malfunction. We are unable to determine a cause because there was no trouble found with the device.